Manufacturer narrative:
E1: (B)(6) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced high blood glucose and treatment for high blood glucose manual correction. No further information is available.